Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that a large air bubble was visible in the tubing. Customer reported having a high blood glucose level due to a bent cannula. Blood glucose level was 524 mg/dl at the time of the call. No further information was provided.